Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated a device reset occurred after explant consistent with an ic anomaly. No information was available to verify external conditions during shipping that could contribute to the reset. The device product code was reloaded and further analysis performed and the device reset could not be reproduced. Longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion.

Event description:
This report is to advise of an event observed during analysis.